Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device upgrade. Noise and high pacing threshold were observed on the ra lead in the past. The patient has been in atrial fibrillation since (B)(6) 2017. Upon interrogation, the patient was noted to be in normal sinus rhythm and had complete heart block with no underlying ventricular rhythm. There were numerous mode switches for atrial lead noise, which was reproducible with both isometrics and pocket manipulation. The pacing threshold was lower at this time. The ra lead was capped and replaced on (B)(6) 2019. Patient was discharged in stable condition.